Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-02522. The pt received her scs system, including two surgical leads (of the same lot) and two extensions (of the same lot), for the treatment of migraines (off-label). The pt reported that immediately following recent botox injections, her stimulation has become intermittent and positional. The pt has been reprogrammed multiple times, however, the issue persists. The pt was advised that x-rays of the scs system will be needed to further investigate the issue. The pt is working closely with her physician to determine the next course of action. No add'l info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.